Event description:
It was reported that the patient presented for a follow-up in the clinic with infection at the implanted device pocket site and pocket erosion. The implantable cardioverter defibrillator (ICD) was visible from the opened incision site of the implanted device pocket. The right ventricle (rv) lead, left ventricle (lv) lead, and right atrial (ra) lead were also eroded, but not to the same extent as the ICD. The physician explanted the entire system- ICD, rv lead, lv lead and ra lead. A new leadless pacemaker was replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.